Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the proximal right coronary artery that was mildly tortuous and mildly calcified. The nc traveler 5.0 x 8 mm balloon dilatation catheter was being used for post-dilatation and inflated without issue; however, there was difficulty deflating the balloon and it could not be pulled into the guiding catheter on the first attempt. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, (B)(4), instruction for use specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower deflation times. The investigation determined the reported deflation issue appears to be related to user error; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the nc traveler was inflated three times to 18 atmospheres without issue, however there was difficulty deflating the balloon. Negative was held to deflate the balloon for 10 seconds. The balloon was partially deflated before removal, however contrast media was confirmed to be remaining. The nc traveler was removed as an entire system including the guiding catheter. It was reported that the device was prepped outside the anatomy prior to use and the contrast mix was 100%, not diluted. No additional information was provided.